Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing thresholds of this right ventricular (rv) lead had increased. An x-ray was taken and it was noted that the rv lead had been dislodged. A follow up will be performed and the values will be checked again at this time. No change were made. No adverse patient effects were reported. Additional information noted that the device was reprogrammed, and no further changes were made.

Event description:
Additional information noted that this rv lead had once again dislodged, and a repositioning procedure took place. The lead remains implanted. No further adverse patient effects were reported.